Manufacturer narrative:
An event of device migration in the aortic direction and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on available information, the cause for the reported device migration could not be determined. The reported improper or incorrect procedure or method was due to user snaring the valve. The reported unexpected medical intervention and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 adverse event problem health effect impact code: 4641 added. H6 adverse event problem medical device problem code: 2017 added.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor transcatheter aortic valve was chosen for implantation utilizing an unknown flexnav delivery system. At 80% deployment, the valve depth was 4mm. Sufficient calcium was present for anchoring of the device. During deployment, the guidewire was pulled to a midventricular position to deflect nosecone, the implanter ensured the flexnav was in neutral position/to slight forward pressure, and all three retainer tabs were confirmed to be released in two different views. After full release, the valve migrated aortic direction over the annulus. No post dilatation had been performed. The valve was attempted to be snared. There was no coronary obstruction. A replacement edwards sapiens s3 ultra valve was implanted valve in valve to complete the procedure. There were no patient effects or clinically significant delay. The patient remained hemodynamically stable throughout the procedure and was reported to be discharged.